Event description:
A balloon ruptured on the second inflation of 12 atmospheres during pre-dilatation of an arteriovenous hemodialysis fistula graft of the venous anastomosis prior to stent placement. During withdrawal of the balloon catheter through the introducer sheath, slight resistance was encountered. Following withdrawal of the balloon catheter, it was discovered the balloon had detached and remained in the pt. A larger sheath was utilized to facilitate percutaneous retrieval of the balloon material. The dilatations were satisfactory and scheduled stent placement followed retrieval of the detached balloon segment. The pt's condition is good. The device was rec'd, evaluated and retained by this MFR. The engineering eval indicated the detached balloon segment was returned. All balloon material appeared to be present. Adhesive was noted on the distal bond. Fragments of balloon material and adhesive were noted on the proximal bond. A kink was presented in the shaft 8mm distal to the proximal radiopaque marker. The balloon material was extremely wrinkled. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. Stent placement may be indicated when it is believed angioplasty alone will not achieve a good result. It was also indicated resistance was encountered upon removal following balloon rupture. Co believes the above factors may have contributed to this event. Co's directions for use state: "if resistance is encountered due to balloon rupture or for any other reason, when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove products as a complete unit to prevent damage to the guidewire, catheter, introducer sheath or vessel."